Event description:
It was reported that, "two boxes of bone cement were received damaged. They were received on friday 11/24 but because of the thanksgiving holiday the damage was not discovered until the receiving department returned and was able to receive the shipment. The outer most shipping box is damaged, and appears to have water or liquid damage on the bottom. When the facility opened the shipping box, the bone cement boxes inside were stuck together and damaged."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.